Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as the event date is unknown. Health professional was approximated to yes as the initial reporter name and occupation are unknown but the event was reported to have occurred at a health care facility. (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that five resolution 360 clips were used during a procedure performed on an unknown date. According to the complainant, during the procedure, the clips was deployed; however, stem and ball joint would fall off leaving traumatic edges at the top of the clip. The same issue occured with four remaining resolution 360 clip devices. No patient complications have been reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.